Event description:
Patient presented to the physician with lack of efficacy from the inspire system and requested removal of the device. Physician brought the patient into the or and removed the entire system. Upon removing the sensing lead a hole in the lung was observed. Scar tissue had formed which had ripped upon removal of the lead. Physician placed a chest tube and transferred the patient to the hospital.